Event description:
It was reported that the arctic sun device had issues passing the fluid delivery line inlet pressure test. It was noted that once after troubleshooting the circulation pump was found weak, and the device was in due for the 2k hour preventive maintenance. As per the follow up information received on 29mar2022, it was stated that the device failed the fluid delivery line test because of weak circulation pump

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The device was not returned

Event description:
It was reported that the arctic sun device had issues passing the fluid delivery line inlet pressure test. It was noted that once after troubleshooting the circulation pump was found weak, and the device was in due for the 2k hour preventive maintenance. As per the follow up information received on 29mar2022, it was stated that the device failed the fluid delivery line test because of weak circulation pump.